Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. The reported complain of a broken/loose cable was confirmed. Failure analysis found damage to the conductor wires insulation. The instrument passed electrical continuity.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The instrument had a broken/loose cable. The procedure was completed with no reported injury.